Manufacturer narrative:
The insulin pump had intermittent blank display and battery heating up due to a component at the liquid crystal display puncturing through the isolation tape and making contact to the battery tube positive side. No cosmetic damage was noted.

Event description:
The customer stated that when it's time to change the battery, the battery is extremely hot. Nothing further was reported.